Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced issues on (B)(6) 2026 when the second vial of medication was discolored. After using it, the medication was less effective, leading to headaches, off times, hallucinations, rash, dyskinesia, and difficulty with writing and dressing. The dose rate was increased from the patient's baseline to a higher level, but the treatment was still not fully effective. The patient contacted her doctor regarding these problems. No further information available.